Event description:
It was reported that a malfunction occurred with the pump, showing a specific malfunction code. The impact on the customer¿s blood glucose level was not reported, and it is unknown whether it exceeded 500 mg/dl. The customer had already reset the pump, and technical support instructed them to replace it.